Event description:
Second degree burns, charred skin, and blisters, looked like sunburn with red circles her hip side [burns second degree]. Sleeping while wearing the product [intentional device misuse]. Pc-wrap did not heat up, then suddenly it did [device issue]. Case description: this is a spontaneous report from a contactable consumer. A (B)(6) other native american, white female patient started to receive thermacare heatwrap (thermacare lower back & hip) , on (B)(6) 2016 for back pain. No pregnant. No post-menopausal. The patient medical history included hurt her back unknown if ongoing. The patient's concomitant medications were none. Consumer husband purchased the product for her, read the directions, and then applied the wrap for her. Reporter has used a white cotton sock filled with rice and heated in the microwave. She places this on her neck or lower back over a year ago, just when sitting down, not even for a day, no burn occurred. The box included 2 wraps the first wrap on (B)(6) 2016 was fine, but after using the second wrap on (B)(6) 2016 she has second degree burns, charred skin, and blisters. Detail description included: initially the second wrap did not heat up. She got tired and laid down for a couple of hours and then she began to feel like she was being burned and hurting, the area affected, her hip side, started as what looked like sunburn with red circles, like wearing a bikini bottom with holes in it. Less than 8 hours for the wrap that caused the burns. Fifteen minutes later the blisters developed. She accidentally popped one of the blisters, the largest one, which is the size of a quarter and she has been treating that blister by cleaning it out with peroxide and bandaging it. She has 6 little blisters that have not ruptured yet. One large blister already ruptured. The raw skin where the popped blister is appears black and charred. Reporter did not seek medical treatment because they cannot afford. Patient also reported three years ago in 2013 use it one night and then a couple days later used it again, no burn occurred then. Patient currently was not under the care of a physician for any medical condition; has no medical conditions. Medium skin tone, neither light nor dark; no sensitive skin; no abnormal skin conditions; caller also mentioned that the picture of the guy on the box had the wrap placed on his skin. Reporter laid down because her back was hurting. She was asleep for a couple of hours before she felt like she was being burned and started hurting. She did not see any instructions saying not to apply the wrap directly to her skin. She had it on for less than 8 hours. Did not engage in exercise while using the product. She checked her skin when she felt like it was burning and causing pain. Her husband also looked at her skin when she told him she was hurting. Product sealed completely. The outcome of laid down for a couple of hours was not resolved. The patient was not recovered from other events. When the reporter removed the second wrap, this stop was a permanent stop. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the events burns second degree and intentional device misuse as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other event device issue is assessed as associated with the device use. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events burns second degree and intentional device misuse as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other event device issue is assessed as associated with the device use. This case meets initial 10-day EU and 30-day FDA reportability.

Event description:
Second degree burns, charred skin, and blisters, looked like sunburn with red circles her hip side, in pain, tender to touch [burns second degree]. Sleeping while wearing the product [intentional device misuse]. Pc-wrap did not heat up, then suddenly it did/gauze on the heat wrap was defective/second heat wrap did not heat up like the previous one did [device issue]. Could not lay on the affected side, and it was swollen [swelling]. Bleeding/bled on and off [haemorrhage]. Case description: this is a spontaneous report from a contactable consumer. A (B)(6)-years-old other native american, white female patient started to receive thermacare heatwrap (thermacare lower back & hip) , on (B)(6) 2016 for back pain. No pregnant. No post-menopausal. The patient medical history included hurt her back unknown if ongoing. The patient's concomitant medications were none. Past product included neck product. Consumer husband purchased the product for her, read the directions, and then applied the wrap for her. Reporter has used a white cotton sock filled with rice and heated in the microwave. She places this on her neck or lower back over a year ago, just when sitting down, not even for a day, no burn occurred. The box included 2 wraps the first wrap on (B)(6) 2016 was fine, but after using the second wrap on (B)(6) 2016 (initial reported as (B)(6) 2016) she has second degree burns, charred skin, and blisters. Detail description included: initially the second wrap did not heat up. She got tired and laid down for a couple of hours and then she began to feel like she was being burned and hurting, the area affected, her hip side, started as what looked like sunburn with red circles, like wearing a bikini bottom with holes in it. Less than 8 hours for the wrap that caused the burns. Fifteen minutes later the blisters developed. She accidentally popped one of the blisters, the largest one, which is the size of a quarter and she has been treating that blister by cleaning it out with peroxide and bandaging it. She has 6 little blisters that have not ruptured yet. One large blister already ruptured. The raw skin where the popped blister is appears black and charred. Reporter did not seek medical treatment because they cannot afford. Patient also reported three years ago in 2013 use it one night and then a couple days later used it again, no burn occurred then. While on follow-up, patient reported she had a big quarter or silver dollar sized blister on her back/hip from a second degree burn and a bunch of dime sized blisters and bleeding on her hip. States she has had to use neosporin, change bandages and use lidocaine to help with the pain. States she is sitting crying and bleeding in front of her daughter who is watching and she can't even put leggings on because of where the burn is. It said 8 hours, she wore it 4-5 hours and got second degree burns. Tender to touch and raw, blister busting, she could not lay on the affected side, and it was swollen. Consumer states that she will have scars. She had the second heatwrap on for only five to six hours. She removed the heatwrap, because she had pain. It felt like fire. Her initial pain had improved. About 30 minutes to an hour later, she had blisters. She thought the first wrap was fine, but she felt like the gauze on the heat wrap was defective. She still had charred black skin around the big blister after over a week. The bigger blister busted about a week ago in (B)(6) 2016, and had been tender to the touch since then. She realized another blister busted at the time of the report. When the blister busted it didn't bleed then it had the water fluid coming out. They noticed it started bleeding through the gauze, the next day in (B)(6) 2016. She explained she accidently hit it and it started bleeding. It bled on and off for about two or three days. It bled that night, and bled again after she changed the bandage because the blood had dried. The blister was irritated when the bandage was changed because the gauze stuck to the wound. The following day, (b)6) 2016, it bled after she showered. She was scared and cried in pain when she showered. At the time of the report, the pain when showered improved. The first couple of times she showered, she cried. The bleeding has completely recovered in (B)(6) 2016. She mentioned it look like a heart. It was hard for her to wear clothes related to the position of her injuries. Her daughter's pediatrician looked at her burn and blisters (B)(6) 2016 to make sure her injuries were not infected. The burn looked like it was healing. The bleeding completely resolved after about four days from when it busted in (B)(6) 2016. She kept it wrapped in gauze. She applied hydrogen peroxide and neosporin on her injuries. It hurt when the hydrogen peroxide was applied. She did not think her injury was infected. It was taking a while for her injury to heal. She still planned to see her doctor. Her pain did not go away like she thought it would. She noticed another blister popped while at the time of the call. She would like a phone call back. Consumer states if she doesn't hear something soon, she will retain legal counsel. She was tired of playing nice, and felt like she was getting screwed. She was aggravated and shocked by this process. She thought she should have gone to the hospital. Patient currently was not under the care of a physician for any medical condition; has no medical conditions. Medium skin tone, neither light nor dark; no sensitive skin; no abnormal skin conditions; caller also mentioned that the picture of the guy on the box had the wrap placed on his skin. Reporter laid down because her back was hurting. She was asleep for a couple of hours before she felt like she was being burned and started hurting. She did not see any instructions saying not to apply the wrap directly to her skin. She had it on for less than 8 hours. Did not engage in exercise while using the product. She checked her skin when she felt like it was burning and causing pain. Her husband also looked at her skin when she told him she was hurting. Product sealed completely. The patient was not recovered from second degree burns and swollen. Recovered from bleeding in (B)(6) 2016. The other event outcome was not reported . When the reporter removed the second wrap, this stop was a permanent stop. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2016): new information received from the contactable consumer included: new event bleeding, treatment, new events bleeding, blister busting/blister busted, could not lay on the affected side, and it was swollen, blister busted. Product start date. Company clinical evaluation comment based on the information provided, the events burns second degree, swelling, hemorrhage, and intentional device misuse as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other event device issue is assessed as associated with the device use. This case meets follow up 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events burns second degree, swelling, hemorrhage, and intentional device misuse as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other event device issue is assessed as associated with the device use. This case meets follow up 10-day EU and 30-day FDA reportability.

Manufacturer narrative:
The sample status at the site was not received. There was no reasonable suggestion of malfunction for this complaint. Complaints received at the site in the global complaint database related to non-effect will not be investigated in the global complaint database to ensure they are due to non-defect issue. No additional investigation will be required for these complaints based on the following: released batches met specification criteria at the time of release. There is no severity assigned to a non-defect.

Event description:
Event verbatim [preferred term] second degree burns, charred skin, and blisters, looked like sunburn with red circles her hip side, in pain, tender to touch [burns second degree], sleeping while wearing the product [intentional device misuse], pc-wrap did not heat up, then suddenly it did/gauze on the heat wrap was defective/second heat wrap did not heat up like the previous one did [device issue], could not lay on the affected side, and it was swollen [swelling], bleeding/bled on and off [haemorrhage], , narrative: this is a spontaneous report from a contactable consumer. A 40-years-old female patient started to receive thermacare heatwrap (thermacare lower back & hip), on (B)(6) 2016 for back pain. Not pregnant. Not post-menopausal. The patient's medical history included hurt her back, unknown if ongoing. The patient's concomitant medications were none. Past product hisotry included neck product. Consumer's husband purchased the product for her, read the directions, and then applied the wrap for her. Reporter has used a white cotton sock filled with rice and heated in the microwave. She places this on her neck or lower back over a year ago, just when sitting down, not even for a day, no burn occurred. The box included 2 wraps. The first wrap on (B)(6) 2016 was fine, but after using the second wrap on (B)(6) 2016 (initially reported as (B)(6) 2016) she has second degree burns, charred skin, and blisters. Detailed description included: initially the second wrap did not heat up. She got tired and laid down for a couple of hours and then she began to feel like she was being burned and hurting. The area affected, her hip side, started as what looked like sunburn with red circles, like wearing a bikini bottom with holes in it. It was less than 8 hours for the wrap that caused the burns. Fifteen minutes later the blisters developed. She accidentally popped one of the blisters, the largest one, which is the size of a quarter and she has been treating that blister by cleaning it out with peroxide and bandaging it. She has 6 little blisters that have not ruptured yet. One large blister already ruptured. The raw skin where the popped blister is appears black and charred. Reporter did not seek medical treatment because they cannot afford. Patient also reported three years ago in 2013, she used it one night and then a couple days later used it again, no burn occurred then. While on follow-up, patient reported she had a big quarter or silver dollar sized blister on her back/hip from a second degree burn and a bunch of dime sized blisters and bleeding on her hip. States she has had to use neosporin, change bandages and use lidocaine to help with the pain. States she is sitting crying and bleeding in front of her daughter who is watching and she can't even put leggings on because of where the burn is. It said 8 hours, she wore it 4-5 hours and got second degree burns. Tender to touch and raw, blister busting. She could not lay on the affected side and it was swollen. Consumer states that she will have scars. She had the second heatwrap on for only five to six hours. She removed the heatwrap because she had pain. When she removed the second wrap, this was a permanent stop. It felt like fire. Her initial pain had improved. About 30 minutes to an hour later, she had blisters. She thought the first wrap was fine, but she felt like the gauze on the heat wrap was defective. She still had charred black skin around the big blister after over a week. The bigger blister busted about a week ago in (B)(6) 2016, and had been tender to the touch since then. She realized another blister busted at the time of the report. When the blister busted it didn't bleed then it had the water fluid coming out. They noticed it started bleeding through the gauze, the next day in (B)(6) 2016. She explained she accidently hit it and it started bleeding. It bled on and off for about two or three days. It bled that night, and bled again after she changed the bandage because the blood had dried. The blister was irritated when the bandage was changed because the gauze stuck to the wound. The following day, (B)(6) 2016, it bled after she showered. She was scared and cried in pain when she showered. At the time of the report, the pain when showered improved. The first couple of times she showered, she cried. The bleeding has completely recovered in (B)(6) 2016. She mentioned it look like a heart. It was hard for her to wear clothes related to the position of her injuries. Her daughter's pediatrician looked at her burn and blisters (B)(6) 2016 to make sure her injuries were not infected. The burn looked like it was healing. The bleeding completely resolved after about four days from when it busted in (B)(6) 2016. She kept it wrapped in gauze. She applied hydrogen peroxide and neosporin on her injuries. It hurt when the hydrogen peroxide was applied. She did not think her injury was infected. It was taking a while for her injury to heal. She still planned to see her doctor. Her pain did not go away like she thought it would. She noticed another blister popped while at the time of the call. She would like a phone call back. Consumer states if she doesn't hear something soon she will retain legal counsel. She was tired of playing nice, and felt like she was getting screwed. She was aggravated and shocked by this process. She thought she should have gone to the hospital. Patient currently was not under the care of a physician for any medical condition; has no medical conditions. Medium skin tone, neither light nor dark; no sensitive skin; no abnormal skin conditions; caller also mentioned that the picture of the guy on the box had the wrap placed on his skin. Reporter laid down because her back was hurting. She was asleep for a couple of hours before she felt like she was being burned and started hurting. She did not see any instructions saying not to apply the wrap directly to her skin. She had it on for less than 8 hours. Did not engage in exercise while using the product. She checked her skin when she felt like it was burning and causing pain. Her husband also looked at her skin when she told him she was hurting. Product was sealed completely. The action taken with thermacare was permanently withdrawn. A sample of the product was not available to be returned. The patient was not recovered from second degree burns and swollen. Recovered from bleeding in (B)(6) 2016. The other events' outcome was not reported. Regarding the complaint "she thought the second heat wrap did not heat up like the previous one did" and "she thought the first wrap was fine, but she felt like the gauze on the heat wrap was defective," product quality complaints provided the following information for non-defect complaint subclass: the sample status at the site was not received. There was no reasonable suggestion of malfunction for this complaint. Complaints received at the site in the global complaint database related to non-effect will not be investigated in the global complaint database to ensure they are due to non-defect issue. No additional investigation will be required for these complaints based on the following: released batches met specification criteria at the time of release. There is no severity assigned to a non-defect. Follow-up (19feb2016 and 24feb2016): new information received from the contactable consumer included: new event bleeding, treatment, new events bleeding, blister busting/blister busted, could not lay on the affected side, and it was swollen, blister busted. Product start date. Follow-up (07apr2020): new information from product complaint group includes: product information (sample of the product was not available to be returned) and investigation information for non-defect complaint subclass. No follow-up attempts are needed. No further information is expected., comment: based on the information provided, the events burns second degree, swelling, hemorrhage, device issue and intentional device misuse as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and events cannot be ruled out. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. There was no reasonable suggestion of malfunction for this complaint. No further investigations or actions is suggested at this time.